Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and pacing inhibition during the post-shock pacing. It was noted a 3 second pause occurred before the device delivered 2 beats, then the baseline began to wander and oversensing resulted in a 4.5 second pause until the patient's intrinsic rhythm appeared. Device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the induction episode and confirmed the observations. Per design, the post-shock pacing algorithm provides a 3.5 second escape interval before pacing will begin. Post-shock pacing terminates after three valid intervals; in this specific case, the baseline instability at the time resulted in oversensing which caused the three intervals to be fulfilled, ending the pacing.